Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-may-29. It was reported that the caller wanted to know how the patient would go about having their pump removed and getting a new one implanted. It was reviewed that the that the patient would need to work with their hcp. It was also reported that the patient had been sent to horizon acute specialty hospital to get plastic surgery to close up a sore. The patient was discharged because the hospital did not refile baclofen pumps. It was reported that the patient's spasms and acute pain started on (B)(6) 2020. It was stated that horizon had shut the baclofen pump off and the caller stated that all they were told was "because he can". It was reported that a doctor contacted the device company on (B)(6) 2020 and found that the pump was completely shut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-may-28 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. It was reported that around (B)(6) 2020, the patient was in a specialty hospital for about three weeks. The healthcare provider (hcp) called someone to go to the hospital to have the medication lowered so that the pump would not need a refill until after the offices opened up after the covid-19 lockdown. The patient then experienced a return of symptoms with their legs pulling up to the buttocks and increased pain. The patient was contorted and was having spasms and had been getting gradually worse. The patient could not take oral baclofen because the patient went into a coma twice prior to implant when oral baclofen was given. The patient was taken to see their hcp and when the pump was checked, it was noted that the pump had been turned off about 2.5 weeks ago. The hcp contacted someone regarding the pump being turned off and told the consumer that there was about "1/4 left of medication." The pump was supposed to be decreased, but instead it was turned off. The hcp would not see anyone at the time of report due to covid. A manufacturer representative was requested to interrogate the pump to verify if it had been turned off. No further complications were reported or anticipated.